Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿excessive, unusual and/or awkward movement and/or activity, trauma, excessive weight gain, and obesity have been implicated with premature failure of certain implants by loosening, fracture, dislocation, subluxation and/or wear."

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 to remove and replace the tibial bearing due to wear and instability. It was noted during the revision procedure that the tibial tray was internally rotated; however, the tibial tray was not removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.